Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 at 17:24:45. During night drain cycle six, the patient's ultrafiltration reading was 1286 ml, indicating the home patient (hp) drained 1106 ml more than their maximum programmed fill volume of 1800 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs; however, the cause could not be determined. If additional relevant information becomes available, a follow up medwatch will be submitted.